Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The malfunction code was resettable, and customer technical support provided information and assisted the caller with resetting the pump. The malfunction did not recur after resetting, allowing the customer to continue using the pump. The caller was instructed to call back if the malfunction code recurred, which they acknowledged and understood.